Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation circuit boards and connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently locked up. There is no report of death or serious injury.